Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate shocks. Subsequently, this s-ICD system was explanted. An electrode fracture was suspected, however there was no evidence of this based upon available data. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate shocks. Subsequently, this s-ICD system was explanted. An electrode fracture was suspected, however there was no evidence of this based upon available data. No additional adverse patient effects were reported.